Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will not boot and charge because device will not turn on. Functional testing and receiver down load could not be performed because device does not have power. Cut open case, inspect hw: fail, hw inspection reveals dead battery of 1.2v, will not charge to a higher value, replacing battery fixes problem. The complaint was confirmed for receiver ceases to function due to receiver automatic shutdown followed by perpetually rebooting.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.